Manufacturer narrative:
The system was used for treatment. A review of kit lot d339 was performed. There were no non-conformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category pto leak. No trends were detected. At the time of this report the customer has not yet returned the kit for investigation. (B)(4). Device not returned.

Event description:
The customer called to report fluid leaking under the pump tubing near the reservoir. After a system pressure alarm had occurred, inspection of the kit noted an air bubble in the reservoir and a fluid leak. Treatment was aborted and no blood products were returned to the patient. The patient was in stable condition and did not require any supplemental transfusion or IV fluids. The customer agreed to return the kit for investigation.

Manufacturer narrative:
The kit was received for analysis. Review of the smart card data confirms the reported system pressure alarm. Review of the returned kit components confirmed a leak in the weld area of the filter housing. No trend was detected for system pressure or for pto leak. The analysis was unable to determine the root cause of the leak. However, a corrective was initiated to address this issue. (B)(4).